Event description:
It was reported that multiple cartridges leaked insulin at the cartridge pigtail. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin therapy.